Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that (B)(6) 2007 patient underwent l5-s1 bilateral decompressive laminectomy and bilateral foraminotomy, interbody fusion and pedicle screw fixation to treat the following pre-op diagnosis: degenerative disc at l5-s1 with radiculopathy and back pain. Op-notes: with the disc removed and the endplate adequately prepared for the acceptance of the graft, bone graft was introduced into the intervertebral disc space with pituitary forceps. With the disc removed and the endplate adequately prepared for the acceptance of the graft, bone graft was introduced into the intervertebral disc space and subsequently a cage packed with autologous bone as well was carefully kept in place under fluoroscopic guidance. With the cage properly placed, then the surgeon turned his attention to placement of the pedicle screws. Using standard landmarks on the patient's spine as well as lateral fluoroscopy, screws were placed into the pedicles of l5 bilaterally and s1 bilaterally. The screws on each side were connected with an intervening rod which was fashioned and secured in standard fashion. Upon completion an x-ray was obtained to confirm the positioning of the hardware and deemed that it was satisfactory and turned the surgeon's attention to the closure. The transverse processes were then carefully decorticated with an air drill. The graft was placed along the lateral gutters to provide additional material for fusion. The graft was placed along the lateral gutters to provide additional material for fusion. The patient tolerated the procedure well. The patient was transferred to the recovery room in stable condition. (B)(6) 2008 patient underwent bilateral l4-5 facet block to treat back pain due to facet hypertrophy and degeneration at l4-5. (B)(6) 2008 patient underwent bilateral l4-5 facet block to treat degenerative facet disease at l4-5. On (B)(6) 2012 the patient underwent the following surgeries: exploration of fusion l5-s1; removal of hardware l5-s1 synthes click-x; posterior spinal fusion l5-s1; posterior spinal instrumentation l5-s1 stryker xia 3; harvest of iliac crest bone graft through separate fascial incision; foraminotomy left l5/s1; left l5 nerve root neurolysis; use of microscope; use of fluoroscopy; use of allograft bone other ; posterior spinal fusion 2; posterior spinal instrumentation from; insertion of allograft; other ; posterior spinal fusion 2; posterior spinal instrumentation from; insertion of allograft to treat the preoperative diagnosis: pseudoarthosis l5/s1 l5 radiculitis l5/s1 heterotopic bone formation and foraminal stenosis.